Manufacturer narrative:
Additional information: patient weight provided.

Manufacturer narrative:
A medtronic representative reported that the issue has not reoccurred since restarting the imaging system.

Event description:
A medtronic representative reported that, while attempting to perform an iso ap image acquisition, a gray box appeared on the viewing station of the imaging system without any anatomy. Restarting the imaging system resolved the reported issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.